Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was explanted due to inappropriate shocks. The lead was replaced with a new endotak lead and the implantable cardioverter defibrillator (ICD) was also replaced at that time.